Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient received a 29mm sapien 3 valve towards the end of 2021. After valve placement, the mean gradient was 3mmhg with no significant pvl. Several weeks later the patient was re-admitted with symptoms of chf and on tee the valve appeared to be rocking with significant pvl. The patient was brought to the hybrid or with a plan to post-dilate the valve. The valve was post-dilated with a 29mm commander balloon with an extra 3cc, motion was improved but not resolved. An additional 2cc was added to the balloon and a second dilation was completed. After this dilation, there was significant central regurgitation and the decision was made to implant a second valve. A 29mm sapien 3 valve was implanted with an additional 5cc. This resolved the motion of the valve, hemodynamics improved with no further central ai. There was still moderate pvl (around the first valve) near the non-coronary cusp which the physicians plan to plug at a future date after re-evaluating the patient's symptoms.

Manufacturer narrative:
Medical records were received for evaluation. The tavr procedure was a success with no valve dysfunction noted. There was no allegation or indication of a device malfunction or complications related to the tavr procedure. Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. No product was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to pvl, central regurgitation, or valve migration. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided. Calcification was noted within the patient's annulus. The valve was deployed with a minor waist at one side but without pvl noted. The IFU, bicuspid aortic valve screening supplement, and procedural training manual were reviewed. To prevent possible leaflet damage, the valve should not remain in the sheath for over 5 minutes. Verify the correct position of the valve with respect to the target location. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. A bicuspid aortic valve has a larger annulus when compared with a tricuspid valve, because of the annulus/orifice mismatch. Bicuspid valves can present with severe valvular calcification including severely calcified raphe. Two functional cusps with a/symmetric leaflet often responsible for eccentric coaptation. Bicuspid aortic valves are associated with aortopathy and aortic root dilatation associated with eccentric flow. Calcification burden should be assessed prior to implant as it may be responsible for the following: annular rupture, vsd or fistula from sov to rv, thv malposition, and pvl. Take into consideration extremely calcified raphe, calcium in the center of the annulus, and small hooks of calcium when working up bicuspid patients. Small paravalvular regurgitant jets are common. They are hemodynamically insignificant. They may resolve within minutes to hours. Consider post-dilation if paravalvular jets are clinically significant. Use the same rapid ventricular pacing protocol. If limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased. Post dilate with the same balloon. Risks: central ar, aortic trauma, embolic complications. Potential benefits: reduce paravalvular ar, improved thv shape, improved hemodynamics. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The pvl , central regurgitation, and valve migration were unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the patient received a 29mm sapien 3 valve towards the end of (B)(6) 2021. After the valve placement, the mean gradient was 3mmhg and no significant pvl. Several weeks later the patient was re-admitted with symptoms of chf and on tee the valve appeared to be rocking with significant pvl''. In this case, the patient has a bicuspid valve. Typically, a bicuspid aortic valve has a larger annulus when compared with a tricuspid valve due to the asymmetrical cusp proportion and calcification distribution. This unfavorable anatomy may affect valve deployment characteristics (minor waist seen at deployed s3 valve) and lead to thv migration overtime as reported. While a definitive root cause was unable to be determined, it is possible that patient factors (bicuspid valve) may have contributed to the valve migration. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Valve migration (if any) can compromise the seal between the valve and native annulus leading to paravalvular leak as reported. As such, available information suggests that patient factors (thv migration) may have contributed to the complaint event. As reported, ''the valve was post-dilated with a 29mm commander balloon with an extra 3cc, motion was improved but not resolved. An additional 2cc was added to the balloon and a second dilation was completed. After this dilation, there was significant central ai''. Per IFU, central aortic regurgitation is one of the risks of post dilation. In this case, the valve was post dilated with a total of 5cc of additional fluid. Overexpansion may damage the leaflet leading to central regurgitation. As such, available information suggests that procedural factors (overexpansion of valve) may have contributed to the complaint event.